Manufacturer narrative:
Preliminary analysis revealed that the root cause of the reported event is most probably either due to an issue with the home monitor or the patient not being in range of the home monitor.

Event description:
Reportedly, rf communication stopped during the last follow-up in (B)(6) 2019. On (B)(6) 2019, since the troubleshooting procedure performed by the remote monitoring service could not solve the issue, the patient was asked to schedule a follow-up to interrogate the device. Following ICD interrogation on (B)(6) 2019, the rf communication was restored and a new remote report was sent on (B)(6) 2019.

Event description:
Reportedly, rf communication stopped during the last follow-up in (B)(6) 2019. On (B)(6) 2019, since the troubleshooting procedure performed by the remote monitoring service could not solve the issue, the patient was asked to schedule a follow-up to interrogate the device. Following ICD interrogation on (B)(6) 2019, the rf communication was restored and a new remote report was sent on (B)(6) 2019.

Manufacturer narrative:
B3 corrected. Please refer to the attached analysis report.

Event description:
Reportedly, rf communication stopped during the last follow-up in april 2019. On (B)(6) 2019, since the troubleshooting procedure performed by the remote monitoring service could not solve the issue, the patient was asked to schedule a follow-up to interrogate the device. Following ICD interrogation on (B)(6) 2019, the rf communication was restored and a new remote report was sent on (B)(6) 2019.